Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: no anomalies were found; full lead was returned for analysis. Analysis revealed that there was only one set of setscrew marks on the connector pin and they are too proximal indicating the lead was not fully inserted into the the device.

Event description:
Asku